Event description:
It was reported through stryker facebook page: "had left fine 4 yrs ago not so lucky. I¿m prone for scar tissue nothing to do but another surgery but could be same trouble".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.